Event description:
Received info stating that due to user error the customer was lowering the pt's bed and failed to notice that the ventilator was underneath, damaging the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) replaced the gui housing and handle. The unit passed extended self testing.